Event description:
It was reported that the surgeon was using the small battery drive and it was working intermittently. It was thought that the battery and they replaced the battery two times. The scrub nurse asked for another drill and while the drill was on the back table they noticed a burning smell. The drill was hot to the touch, the casing was separated and they removed the battery which had started to melt. No injury to any hospital staff or the patient. The two batteries that were swapped out in the small battery drive will no longer hold a charge. They removed the drill, casings and the batteries. There was no report of time delay. Update: additional information was provided on (B)(4) 2013 per telephone call. The hospital central sterile representative reported: all this occurred at set up, before the patient was in the room. Hospital is not returning any device related/patient related information to the complaint handling unit; the hospital declined completion of the synthes questionnaire. This is report 3 of 3 for complaint # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Event date unknown. The device is an instrument, not implanted/explanted. Subject device will not be returned for an evaluation. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.